Manufacturer narrative:
(B)(4). A partial lead was returned in two segments for analysis. External insulation abrasions were noted at 0.8-2.1cm and 1.3-2.2cm from the distal end of the svc shock coil, consistent with lead friction to another device or feature of the heart. Internal insulation abrasion was noted at 18.0-18.4cm from the proximal end of the svc shock coil. The etfe coating at these locations were intact. Insulation damage was noted at 14.5-18.0cm from the proximal end of the svc shock coil consistent with clavicle crush damage. The inner coil was exposed at this location. This is consistent with the observation from the field of noise.

Event description:
It was reported that the patient presented to the operating room for a lead extraction due to previously observed lead noise on both atrial (competitor lead) and ventricular lead. Prior to the procedure, noise on atrial lead was noted but no noise on the rv lead and previous egms had been cleared. The rv lead was imaged prior to the procedure and externalized conductors were noted. The leads were calcified and difficult to extract. During the lead extraction procedure, the patient's right ventricle was ripped and the patient expired. It was not possible to say which lead was being extracted at the time of the injury.